Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch ljj137 and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The suture breaks during use. It was reported that the procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/26/2019. Additional information: d10, h3, h6. H3 device evaluation summary: it was received for analysis four sealed boxes (with twelve samples) of product code w8307, lot ljj137. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.